Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to develop lung cancer. Patient also reported having sinus problems, headaches, cough and intermittent dizziness. The patient required surgery in response to the reported event. This notification was reviewed by the pms clinical expert due to the patient reporting has lung cancer lung, was removed and believes device to be cause of this. Had been on machine for two years before. Patient also reported having sinus problems, headaches, cough, and intermittent dizziness. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect clinical codes were missed to capture in initial report and were captured in this report and other section h6 fields were updated in this report.